Event description:
This report filled after the review of a clinical evaluation report (cer) from a related research activity database (drra): spine tango implant report ¿ synflate (all). The following complications have been identified: intraoperative general complications: (n=1) anaesthesiological. (N=1) cardiovascular. (N=1) other. Postoperative general complications before discharge: (n=1) cerebral. (N=4) kidney / urinary. (N=2) liver / gi. (N=3) other. (N=1) pulmonary. (N=1) thromboembolism. Intraoperative surgical complications: (n=15) cement leakage not necessitating any intraoperative therapeutic measures. (N=1) dural lesion. (N=1) nerve root damage. (N=2) other. Postoperative surgical complications before discharge: (n=1) other. Surgery follow-up complications early (< 28 days): (n=1) bowel/ bladder dysfunction. (N=2) other. Sub-acute (2-6 months): (n=1) adjacent segment pathology. (N=2) fractured vertebral structures. (N=1) implant failure. (N=1) implant malposition. (N=1) instability. Reoperations at an adjacent level: (n=1) non-union. (N=2) instability. (N=2) neurocompression. (N=1) implant breakage. (N=1) implant failure. (N=1) hardware removal. (N=2) other. (N=29) unknown complications. Reoperations at the same level: (n=1) non-union. (N=3) instability. (N=3) neurocompression. (N=1) implant breakage. (N=1) implant failure. (N=1) failure to reach therapeutic goals. (N=1) adjacent segment pathology. (N=1) sagittal imbalance. (N=3) other. (N=4) unknown complications. This is for unknown depuy synthes spine synflate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.